Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that found -15 vdc at -0.7 vdc, and 24 vdc unregulated at 2.3 vdc. Replaced low voltage power supply. Adjusted potentiometer, to bring voltage to correct specification. Completed system checkout. System is fully functional at tis time. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the system was unable to shoot x-ray. There was no patient involved. Additional information stating that the generator would not boot.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: (B)(6), h3,h6: the power supply was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Installed power supply (ps1) in test imaging system. The system did not initialize. The generator did not ready ps1 output voltage measured 18vdc's output failed. Measured 4vdc, 3vdc and 3vdc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.